Event description:
It was reported that during routine ICD change-out, high hvli was observed. All other routine measurements were normal and within range. The lead was capped.

Manufacturer narrative:
Only the connector portion was returned for analysis, 18.8cm. Analysis was normal for the returned portion. No anomaly was found. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.